Event description:
It was reported that outside of surgery, the unit was overheating and blowing off smoke. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was correctly reported under 0001954182-2026-00002. 0001526350-2025-01000 was created in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was correctly reported under 0001954182-2026-00002. 0001526350-2025-01000 was created in error and should be voided.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: the technician tested the device and confirmed the carbon filter attach tube was pinched and was removed and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.